Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty printed circuit board (pcb). Wear and tear on the tank cover, front cover, line cord, and corroded drain fitting. Functional testing found the pcb won't allow to adjust temp and won't allow water to get hot. The root cause of the reported issue was found to be component failure. Replaced pcb, drain fitting, tank cover, front cover, and line cord. Device passed all functional testing. Operator of device and UDI is unknown, no information provided to date.

Event description:
It was reported that the device will not come up to temp, it will not get hot. No patient injury was reported. Additional information was requested; however, no further information was received.

Event description:
Additional info received, via email 22-aug-2022. Event date updated. Event occurred, during testing. No patient involvement.

Manufacturer narrative:
Additional event information received. Indicating, no patient involvement (updated b5).